Event description:
Needle driver of device jammed and could not be released. The device would not release and became stuck in the artery. Subsequent hematoma, open pseudo aneurysm repair. Refer to add'l documents in i2k.